Event description:
It was reported that customer experienced early touchscreen timeout. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact from technical support, no additional troubleshooting information was obtained, and customer was noted to be out of warranty and in process of obtaining new device.